Event description:
Device was sent in by customer for service. Technician found the top trigger stuck and the soft mode button worn out. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the trigger / slider blocked and the soft mode button was worn out. This was contributed to faulty care and maintenance. Parts were replaced. The device was repaired and returned to the customer on (B)(6) 2012. Placeholder.